Event description:
It was reported that this patient presented to the hospital after receiving several inappropriate shocks from the implanted implantable cardioverter defibrillator (ICD) system. In the hospital, the device could not be fully interrogated due to programmer mismatch; however echocardiogram and holter monitor reading showed that inappropriate anti-tachycardia pacing (atp) and shocks were delivered due to oversensing by the right ventricular (rv) lead along with rv loss of capture (loc). Three weeks later the patient was discharged without a device check, but returned shortly after. X-rays showed that both the right atrial (ra) lead and rv leads had become dislodged because the patient has twiddler's syndrome. The rv lead was explanted and successfully replaced. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.